Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by missing screws on back rails. A field service engineer screwed in all missing screws and tightened the rails. Also reseated connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and required maintenance. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.